Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket infection one month post implant. The pacemaker and the leads were explanted on (B)(6) 2018. The system was replaced on (B)(6) 2018. The pulse generator was sterilized and reused. New leads were implanted. The patient's condition was stable.